Manufacturer narrative:
G4: 12jan2020. B4: (B)(6) 2020. Although requested, the patient's information was not provided. The manufacturer¿s international service technician evaluated the ventilator and reported that the customer thought that the pressure during avaps (average volume assured pressure support) ventilation mode was too high. The service technician identified that a third party patient circuit was being used and advised the customer to use the philips approved patient circuit. Once the philips approved patient circuit was used, the problem was resolved. No parts were returned for failure investigation. The device did not fail to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/10/2020.

Event description:
The customer reported an aspiration fault. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.